Manufacturer narrative:
(B)(4). Meter with serial number ((B)(4)) was returned, investigated and did not confirm the readings complaint. All results were within the range specification and no errors were observed during control solution testing. Additional testing has confirmed the meter is exhibiting the memory overwrite malfunction. Consumers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving erratic readings on their freestyle customer reported receiving readings of 60 mg/dl and 300 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.